Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Investigation summary: the device was returned for evaluation in the user's introducer sheath. A visual inspection found a complete break at the proximal balloon weld joint. The inner guidewire lumen was noted to be stretched throughout, and the user's sheath distal tip was flared, indicating retraction issues. Therefore, based on the proximal weld break the investigation is confirmed for a break. Additionally, based on the damage to the sheath and the condition to the balloon and guidewire lumen, the investigation is confirmed for retraction issues. The investigation is inconclusive for the reported rupture as the device was unable to be functionally tested. The investigation is confirmed for a dislodged proximal marker band. The marker bands likely dislodged as the inner lumen stretched and as the proximal balloon weld broke distally. It is likely that the balloon weld break resulted in the retraction issues through the sheath. However, the definitive root cause for the identified weld break or reported balloon rupture could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Device code 2923.

Event description:
It was reported that during an angioplasty procedure of a calcified lesion in the left common iliac vein the pta balloon allegedly ruptured at 10atm during the fourth inflation attempt. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure of a calcified lesion in the left common iliac vein the pta balloon allegedly ruptured at 10atm during the fourth inflation attempt. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.